Manufacturer narrative:
No product was returned for evaluation. Data uploads from the ilet were not completed after (B)(6) 2024, prior to the presumed event date; cgm glucose data were therefore not available to confirm the event, and ilet performance during the event could not be evaluated. No fault was found with the ilet based upon review of the available device data. No product performance issues can be identified. If the product is received at a later date, or the ilet data is uploaded, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes, it is possible this hyperglycemic event was caused by a failed infusion set despite no obvious kinks in the cannula, or another issue from their supply change that day or the activity that preceded the event. However, without data from the device on the day of the event, the cause of the event cannot be determined.

Event description:
On 5/14/24 a beta bionics clinical diabetes specialist (cds) was notified that an ilet user was hospitalized due diabetic ketoacidosis (dka). The event occurred on (B)(6) 2024. On 5/14/24 a beta bionics customer care agent followed-up with the user about the event. The user stated they changed their supplies (insulin cartridge, connector, and infusion set) on saturday (B)(6) 2024) morning and went to work. Upon returning home, they carried out their usual activities, including mowing the grass and having dinner, though they couldn't recall if they announced their meal. Approximately three hours later, they experienced high blood glucose (bg) levels, prompting a call to beta bionics customer care for assistance. The agent advised disconnecting from the infusion site to check for an occlusion or a bent cannula, but none was found. The user was using the convatec inset (23", 6mm) teflon cannula infusion set. Electing to disconnect from the ilet and administer manual injections, the user subsequently felt nauseous and vomited after one such injection. The user's neighbor drove them to the hospital due to their incapacity to drive. Upon arrival, their bg level was 479mg/dl, escalating to 531mg/dl with further vomiting, leading to a diagnosis of dka. The doctor administered multiple ivs of insulin, resulting in an overnight hospital admission. On 5/15/24 the cds also followed-up with the user. The user explained that they were diagnosed with pneumonia alongside dka. Both the user and their endocrinologist decided it was best to refrain from using ilet until fully recovered from the illness.